Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause of the reported failure is user error, including incorrect assembly of the blood-separation and the presence of air in the separation chamber. The complaint allegation was not confirmed. No evidence of the failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems- (B)(4) that an abs-10060 angel centrifuge did not register the volume of blood properly. It misread the volume as 15cc when really it was 50cc. This occurred during use in a case with no patient effect.